Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a replacement procedure was performed. During a follow up visit, interrogation of this cardiac resynchronization therapy defibrillator revealed this device had reached elective replacement indicators (eri) with a battery voltage of 2.4 v. There was concern that the battery depleted more rapidly than expected. The patient with this device is pacemaker dependent. No syncope or asystole was reported. A replacement procedure was performed. This device was removed, replaced and remains with the patient. No adverse patient effects were reported.